Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital following a syncopal episode. Upon interrogation it was found that an atrial tachy response (atr) episode was declared and the physician believed that, while appropriate, the abrupt change in rate/pause just prior to atr fallback pacing resulted in the patient's synopal episode. Boston scientific technical services (ts) provided suggestions to optimize programming. No additional adverse patient effects were reported. This system remains in service.